Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited post paced t wave oversensing.